Manufacturer narrative:
At this time, the product was capped and not returned. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped for poor sensing, noise and increasing threshold. The right atrial (ra) lead was replaced and no additional adverse patient effects were reported.